Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an infection (type not reported). The device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2010.